Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having stiffening of neck muscles, difficulty breathing and have dry sinus and sinus congestion. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to CPAP device's sound abatement foam.the patient alleged having stiffening of neck muscles, difficulty breathing and have dry sinus and sinus congestion. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Dust/dirt and fibrous contamination, inconsistent with sound abatement foam degradation, throughout the device enclosure and airpath, suggesting that it originated from an external source. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. Investigation confirmed that there was no presence of degraded sound abatement foam but observed dust/dirt contamination in the airpath. Section d8, d9, h2, h3 and h6 has been updated.